Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error (se) 2240 (air in set/line) during use of the homechoice machine. This event occurred during peritoneal dialysis therapy while the patient was connected. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, no abnormalities were noted that could cause or contribute to this system error. There was no patient injury or medical intervention in association with this report. No additional information is available.